Event description:
Title: xxxxx. Event desc: the pt was attempting to maneuver the merry walker device through a doorway when the front wheel of the walker became lodged in the vertical space between the open door and the door frame. The pt continued to push the merry walker forward, attempting to get it to go through the door. However, the device and pt toppled forward from the result of the forward motion and the resistance from the stuck wheel. The pt fell forward and landed on her face. There was no loss of consciousness, but there was bleeding from the nose as well as swelling and bruising around her left eye. CT of the spine was negative for fractures/subluxations. CT of the facial bones showed periorbital hematoma. CT of the brain showed suspicion for blood in the left frontal lobe. Serial neuro exams revealed no changes. Clear by neurology after c... Determined stable and neuro status was stable. Discharged the following day. Of note, the pt has used this device several times. This is the first time that this pt has toppled forward in it. Likewise, staff are very experienced working with pts who use this device. Staff was present when the pt was using the device. The safety strap was fastened at the time.

Manufacturer narrative:
Tried to contact facility numerous times but was unsuccessful. From the report we could not see any device malfunction.